Manufacturer narrative:
Block g2: user facility reference number: mw5152821. Block h6: device code a0401 captures the reportable event of basket wire broken. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required. Block h10: updated field block b5: describe event problem. Updated fields in block e1: initial reporter first and last name, facility name, address 1, city, zip/post code, phone, email, and occupation. Updated field block f10: impact codes and device code. Correction to field block g2: report source.

Event description:
It was reported that a zero tip basket was used during a cystoscopy, left ureteroscopy, laser lithotripsy, and left ureteral stent placement procedure. During the procedure, the basket wire was detached into the bladder when retrieving the stone. The stone basket was removed, and the broken piece was retrieved with a grasper. Another of the same device and a dakota hybrid grabber were opened and completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: user facility reference number: mw5152821. Block h6: imdrf device code a0501 captures the reportable event of basket detached. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket was used during a lithotripsy procedure performed on (B)(6) 2024. During the procedure, the basket was broken when retrieving the stone. A small piece of the basket was removed along with the stone basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.